Event description:
Device malfunction: sds handle separated. Time of malfunction: during the procedure. Symptoms/ae: none. It was reported that during an interventional procedure in the superficial femoral artery, during attempted stent deployment, the handle on the xceed stent delivery system (sds) separated into two pieces. The stent did not deploy. The sds was completely removed and the procedure was completed using a second xceed stent. There was no adverse patient effect. Though requested, no additional info was provided.

Manufacturer narrative:
The customer reported the device was discarded. Without device investigation, a root cause could not be determined. The lot number was provided. Review of the device history record did not produce any findings relevant to this investigation.